Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue currently experienced. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this discrepancy could occur due to a large variance in measured pressures used to calculate the insulin remaining. Once the insulin amount in the cartridge equaled the static number displayed, the fill estimate would begin counting down normally. Caller understood and acknowledged the explanation.